Manufacturer narrative:
The reported event was unconfirmed, as the product meets the specifications. Visual inspection noted 9 boxes of 40 units each of center entry bags were received. Visual evaluation noted no obvious defects. The samples were evaluated and observed that none of the inlet tubing were found to be kinked or bent in anyway. The product was not used for diagnosis or treatment. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through the sample evaluation. The product had met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this product is a bard center entry closed system urinary drainage bag and is sold as single use, non-sterile bulk pack (n=40) with appropriate labeling identification and revision data as well as manufacturer contact information. The case box also identifies the product as not containing latex. The product is designated as prescription only (rx only). Thus, in determining requirements for adequate instructions for use, prescription devices was consulted as appropriate reference. As determined by this assessment, this device may be exempted from instructions for use per the assessment." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag had extreme kink in the tubing which made it unusable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag had extreme kinking in the tubing which made it unusable.